Event description:
It was reported that during a lap cholecystectomy procedure, the device would not open. The handle was forced to get the jaws open. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.